Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus medical systems corp. (Omsc), omsc concluded that the reported phenomenon was attributed to the failure of the printed circuit board. The exact cause of the printed circuit board failure could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon (no image) was duplicated, and also found that this phenomenon was caused by the failure of the printed circuit board. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that the endoscopic image of the subject device was sometimes not displayed on the monitor at startup even though the power might be turned on, and also found that the endoscopic image of the subject device temporarily displayed when the power connector of the monitor was removed and reinserted. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.